Event description:
Boston scientific crm received information that during the implant procedure, the right ventricular lead was attempted on the right side, however, vein access didn't allow proper access to the heart. It was decided to move the implant to the left side, at which the patient's blood pressure dropped during repositioning of the rv lead. The patient went into sustained ventricular tachycardia and the patient expired on the table after 30 minutes of resusitation. It was reported that the patient had severe congestive heart failure and ectopy, and was previously advised to have an implantable cardioverter defibrillator device, but refused the device. Instead, a pacemaker was the attempt due to her sick sinus syndrome. There were no allegations against the leads involved for attempted implant.

Manufacturer narrative:
Not returned. The attempted leads have not been returned. Should these leads be returned, analysis would not be required based upon available information. Should more information become available to our company, this event will be reopened and updated as necessary.